Manufacturer narrative:
Additional narrative: patient height reported as (B)(6). Event date: unknown. It is unknown if the device has been explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Part number: ssc205c, lot number: 2004000476: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 19march2004. Expiry date: 01march2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that (B)(4) study patient (B)(6) was implanted with a medium 5mm prodisc-c device at c6-c7 on (B)(6) 2005. There were no intra-operative complications. The patient was discharged to home on (B)(6) 2005. There were no complications at discharge. The date of disposition for this (B)(4) study was (B)(6) 2012 (date of completion of study). The patient experienced the following adverse events postoperatively: on (B)(6) 2008: mild neck stiffness. Patient has late appearing ankyloses at the index level, far greater than any non-operated level. This report is for the adverse event: on (B)(6) 2008, the patient had mild neck stiffness. Likelihood: anticipated. Implant involvement: none. Course of action: no action or treatment taken. Related to surgery: probably. Related to implant: possibly- late appearing ankyloses at the index level, far greater than any non-operated level. Current state of event: ongoing ¿ patient to follow-up in one year. This is report 1 of 1 for (B)(4).